Manufacturer narrative:
The field service engineer (fse) went onsite and checked the system. The fse found that the audio line was attached to the pc, with one side unattached, and no external audio device was found. The fse removed the audio line, and the alarm resumed, and the fault was solved. Based on the information available and the testing conducted, the cause of the reported problem was the user, as no external audio device was connected. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation. Phone number provided: (B)(6).

Event description:
The customer reported an alarm issue. The device was not in use on a patient at the time of the event.